Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer advised the device will work then shut off. Customer advised they are unable to troubleshoot now as they are driving. Customer was advised to call back and troubleshoot to see if the issue can be resolved.